Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device logs revealed that the critically low battery warning alarm was triggered after the device was in use of over 9 hours which indicated that the battery was fully depleted. Performance testing could not reproduce the reported device charging issue. The device operated per specifications and it charged when connected to the main power supply. The device investigation found "no fault" with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.